Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of a denali mi torque indicating wrench sheared during final tightening and was left in the set screw inside the patient. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Over-torquing may have contributed to the failure. Since the subject device was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of a denali mi torque indicating wrench sheared during final tightening and was left in the set screw inside the patient. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Over-torquing may have contributed to the failure.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of a denali mi torque indicating wrench sheared during final tightening and was left in the set screw inside the patient. Surgery took place (B)(6) 2018.